Manufacturer narrative:
Follow-up report: additional information - 10/31/2017. Device evaluation of battery sn (B)(4) has been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack enclosure showed signs of thermal damage. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery pack. There is no indication that the battery failure contributed to the patient's skin irritation. Initial report: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Follow-up report: the patient also reported that one of her batteries had thermal damage. Initial report: a us distributor reported that a patient developed a red skin irritation under her left breast. The patient reported that she went to urgent care and was prescribed an antibiotic pill for the rash. The final medial outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a red skin irritation under her left breast. The patient reported that she went to urgent care and was prescribed an antibiotic pill for the rash. The final medial outcome of the irritation is unknown.